Event description:
The patient was appropriately treated 2 times by the lifevest. The appropriate shocks converted vt to a life-sustaining rhythm. The patient was reportedly conscious at the time of the event. The patient reportedly felt dizzy and fell, hitting their head, following the treatment event. The patient was taken to the hospital and received stitches for their head injury. The patient was in the hospital and continued use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor was returned and found to be fully functional. There is no indication of a device malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the day of the event. There is no indication of a device malfunction. No deficiencies alleged.